Event description:
The patient's father reported that his daughter has been hospitalized "3 times in the past month...the first 2 visits were for 24 hours, but this visit was for 4 days." Father states the hospitalizations were due to high bg. According to the father, patient would "go from 100 mg/dl to high (>500 mg/dl) in a very short span of time." Specific readings could not be provided since dad did not have the pdm with him. No product is expected to return for evaluation.

Manufacturer narrative:
No product was returned for evaluation - we are unable to confirm if any malfunction occurred that may have caused or contributed to the patient's condition. Lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact a hcp for guidance. The user guide also warns,"...if you experience unexpected elevated blood glucose levels, change your pod."